Manufacturer narrative:
The reported event of MRI related reset was confirmed. The device was received in backup mode, with battery voltage within the normal operating range. The device could not be restored from backup mode until a power reset was performed, consistent with inappropriate MRI exposure. The device exhibits normal characteristics after recovery. Electrical and mechanical tests performed including lead impedance measurements, pacing output verification, and high voltage (hv) shock testing did not identify any functional issues.

Event description:
Following a magnetic resonance imaging (MRI), the device was found to be in backup vvi mode (bvvi) resulting in high-voltage (hv) therapy being disabled. Technical support was contacted, and a software download was attempted but was not successful. The device was explanted and replaced to resolve this event. The patient was stable with no consequences.